Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100 watt console. According to the complainant, during the procedure, the laser fiber was noted to be broken approximately halfway between the laser unit and the fiber tip when the console was switched from standby to ready. The laser was immediately set on standby mode and the procedure was completed with another flexiva 200 laser fiber. There were no adverse patient effects reported as a result of this event. The patient's condition was reported to fine with no injuries. .